Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped and inserted via a sheath into the pt's right femoral artery. Two days later while the pt was in the cardiothoracic intensive care unit (cticu) the intra-aortic balloon pump (serial # (B)(4)) alarmed helium loss and the rn noticed blood in the helium pathway. The md removed the iab and did not insert another iab because the pt no longer needed iabp support. There was no reported pt death injury or complications. Medical / surgical intervention was not required. Per the sales rep, from the time the pump alarmed helium loss to the removal of the iab was one hr. The pt outcome is listed as the pt is still in the intensive care unit.